Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 8.0 ¿ 9.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. The ptfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 7.2 ¿ 10.3 cm, 13.5 ¿ 16.5 cm and 12.2 ¿ 16.5 cm from the distal tip. The inner coil lumen was intact while one re etfe coating was abraded at these locations and one re efte was damage consistent with the procedural damage. Internal insulation abrasion was noted at 8.0 ¿ 9.3 cm from the distal tip breaching the rv cable lumen. The rv etfe cable coating and the inner coil lumen were intact in this location.

Event description:
This report is to advise of an event observed during analysis.